Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date / time / sg value / bg value 29.04.25 12.00pm 48 mg/dl 130 mg/dl. The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. The initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense systems.the initial analysis revealed there were rejected calibrations. The customer was requested to perform a relink to clear the calibrations and reinitialize the system. Review of the alert history shows that the relink was not performed and the system did not go into initialization. Since the system continued to show occasional differences between sg and bg, a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics. Thus, no further investigation or root cause analysis was possible.